Event description:
The consumer via a manufacturer representative reported that the patient was not concerned about possible migration as long as they were receiving good therapy results, which they were. The patient had not contacted their physician.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that they attempted to turn the patient's implantable neurostimulator (ins) off with the clinician programmer for the patient to have a pet scan. They couldn't turn off the device and had no telemetry. The manufacturer representative thought the ins may be dead, but then provided that they manipulated the pocket site and it felt as if the ins may have turned or migrated as it was now setting more perpendicular with the skin rather than parallel to it. The device was also above the incision rather than below it. The patient had been getting great therapy. No symptoms were reported. The indication for use for this patient was gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.